Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found water present throughout the high pressure air-side of the ventilator, caused by the medical air source. The ventilator chassis was replaced. The unit passed extended self testing.